Event description:
The rate independently changed. The pump was programmed to deliver an unspecified medication at a rate of 70ml/hr and the delivery was started. No further programming parameters were provided. After an unspecified length of time while the pt was ambulating, the nurse noted that the rate changed from 70ml/hr to 22ml/hr. Reportedly, the rate change occurred "several times." There were not reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.